Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97755, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient was in a car accident and noticed that their pain relief with their stimulator was not as effective following the accident. It was reported that reprogramming was performed and an x-ray to check the lead placement was done on (B)(6) 2019. No actions had been taken at this time, but it as indicated that the patient will require a lead revision. Surgical intervention was planned but not yet scheduled. The issue had not yet been resolved at the time of the report. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the x-ray on (B)(6) showed significant lead migration, requiring revision. One lead in particular was all the way down in the lumbar/sacral region. The cause of migration has been associated with the car accident. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the controller showed the rm04 system problem message when the patient was attempting to charge. The patient had reset the controller but it had occurred several times in the past week with it being stuck on "looking for device." The manufacturer representative met with the patient because the implantable neurostimulator (ins) was off and the consumer had not understood why. It was stated by the calling manufacturer representative that the implantable neurostimulator (ins) had been depleted. This was reviewed with the patient during the appointment and they were educated on how to charge. The consumer got it charged to 30% on their own before seeing the rm04. The consumer reported on (B)(6) 2018 that the recharger would not find the implant and they were having difficulty charging. Sometimes it took him to passive recharge mode with varying values but they could not get the normal recharge screen. The ins would not charge past 30%. It was reported that this issue had been occurring for 1 month since the patient had been in an auto accident. Another meeting was scheduled with the manufacturer representative for the next week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that when they met with the patient for reprogramming on 12/27, their ins was charged to 70%, and they were able to successfully charge their device once they got their new equipment. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient came in for a surgery to replace a lead that had by graded/ shifted down at some point and the hcp wanted to put a new lead in its place. It was reported during the procedure the hcp implanted the lead anteriorly and had to re-open incisions to adjust the newly implanted lead in order to get it placed in the epidural space. After a new lead was placed into the epidural space, the patient woke up with extreme pain in his right leg and into his right foot. The pain was not present prior to surgery. Patient transported to another hospital on (B)(6) 2019. Issue not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a healthcare provider (hcp). An impedance check was performed on the leads, and all impedances were within normal limits. It was reported that the leads were explanted due to ankle pain, and the ins was left in the patient. It was reported that "all of the ends" of the leads were removed at the ins site. During the initial assessment following surgery, the patient's intense right calf/foot pain seemed to have subsided. No further complications are anticipated.